Event description:
It was reported that while in use on a patient being ventilated by a mechanical ventilator, a tracheostomy tube cuff leak was found three days post insertion. The patient was reintubated with a tracheal tube of the same type without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One sample was received for analysis. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process and no deformations or anomalies were observed. During testing the cuff inflated and deflated as intended. The customers reported failure mode cuff wont inflate could not be duplicated. Manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process.

Manufacturer narrative:
(B)(4).